Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited impedance measurements of 1652 ohms and high pacing threshold measurements. The lead was therefore surgically abandoned and replaced during a device replacement procedure. No additional adverse patient effects were reported.